Manufacturer narrative:
Device available for evaluation - yes. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis in the right eye one day post treatment. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage. Patient was asymptomatic.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.